Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day post-implant. The set screw was loosened and the lead was repositioned. While trying to reattach the lead, the setscrew on the implantable pulse generator (ipg) would not tighten. Therefore the ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.